Event description:
2024-nov-19: information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient got into a car accident and they hit the side of their wheel or chair against their side or the implant battery and now their stimulator didn't work. The patient's battery was disconnected. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated a rep had come out before and helped them. The patient mentioned something might have gone wrong in there. Additional information was received from a manufacturer representative (rep), the rep repeated that the patient had been in a car accident, and then about a week ago the patient noticed their controller kept saying "no device found" even though the implant was charged. The rep met with the patient today and saw the patient was charged 80% and the patient could charge their ins with the recharger connected, but when trying to connect the controller wirelessly, the patient got "no device found." An attempt was made to enable/disable device function and got "no device found" still. The rep was advised to connect with the tablet and the tablet communication was working as expected. The communicator connected with the implant at a distance of 5-6 ft. The rep used the new implant feature in tech mode on the controller and the controller connected wirelessly to the implant successfully. The patient was advised to monitor the issue and to call back for a controller replacement if the issue persisted (since tablet communication was maintained without issue). 2024-nov-26: additional information was received from a manufacturer representative (rep). The rep reported that after troubleshooting with tech support, they successfully connected the wireless remote to the implant. The statement of the stimulator not working was clarified; "stimulation was turned off at time of interrogation. Turned back on by rep, covering as expected." The cause of the stimulator not working was determined to be because it was turned off. The battery being disconnected statement was clarified; "remote would not connect to implant, successful troubleshooting performed with tech support." The cause of not connecting was not determined. The cause of the no device found message was determined to be that the remote would not connect.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.